Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 463 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The customer's blood glucose was 287mg/dl at the time of call. The customer stated that they treated the current blood glucose by bolus. The customer also reported that they had low blood glucose of 48 mg/dl prior to call. The customer stated that they treated the low blood glucose with food. The customer declined to troubleshoot for high and low blood glucose. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.